Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/65 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety and durability of cavo-tricuspid isthmus linear ablation in the current era: single-center 9-year experience from 1078 procedures. Jour nal of cardiovascular electrophysiology. 2022; 33:40¿45. Doi: 10.1111/jce.15281. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cavo-tricuspid isthmus (cti) linear ablation. The article reports patient complications after ablation procedures which included coronary artery spasms with significant st-segment elevation. One patient exhibited ventricular fibrillation (vf) which required electrical cardioversion following the st elevation on the ward after the procedure. All patients recovered spontaneously, or after an intravenous/intracoronary administration of nitroglycerin. There were other patients who experienced transient atrioventricular (av) block during the procedure, and the cti ablation was interrupted without achievement of conduction block. All recovered without any specific treatment. The status/ disposition of the catheters and sheaths is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.